Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological/non-biological, tube extenders with molding defects, and air bubbles in gel. The following information was provided by the initial reporter. The following issues were found in tubes (367968) from lot#: 0135357: dirty tube ×99; fm in gel ×9; damaged tube ×3; defective marking ×30; spot in tube ×3; air bubbles ×32.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological/non-biological, tube extenders with molding defects, and air bubbles in gel. The following information was provided by the initial reporter. The following issues were found in tubes (367968) from lot 0135357: dirty tube ×99, fm in gel ×9, damaged tube ×3, defective marking ×30, spot in tube ×3, air bubbles ×32.